Manufacturer narrative:
One pneupac parapac plus ventilator device was received in good condition. The initial checks were performed to replicate failure mode. The device was powered on and it was found that device was operating as intended. The device was tested multiple times and during testing it was found that low battery alarm was not activated. During investigation, a 1.5 v test battery was installed and observed that the unit gave "low battery" alarm. Design history review was performed. The customer reported problem could not be confirmed. The root cause could not be identified.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the parapac plus¿ transport ventilator gave a low battery alarm, even after the battery was replaced. No death or serious injury was reported in connection with this incident.